Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a (B)(6) male patient of unknown age and origin. Medical history: diabetic and on insulin for 44 years. Concomitant medication: insulin glargine for an unspecified indication. The patient received insulin lispro (humalog) via cartridge per memoir burgundy pen on a sliding scale for the treatment of diabetes beginning on an unspecified date. Reportedly, the patient started dialysis in (B)(6) 2010 as a result of being a diabetic for 44 years ant the diabetes damaged his kidneys. For four to five days (beginning (B)(6)-2010), the patient used an expired cartridge and it was half empty. On (B)(6) 2010, the patient did not have the numbers displaying on his memoir pen but he used it anyway (associated product complaint (B)(4)/lot number 0709c04). He may have gotten too much insulin because he went into a coma. This was clarified as he passed out from low blood sugar. When he came to, he crawled to his refrigerator and got a drink. Reportedly, his blood sugar was at least below 50 (mg/dl) and the patient knew he could not walk. After he drank two drinks, he was able to pull himself up the stairs where his blood sugar monitor was and he checked his sugar. He was over 100 (mg/dl) by that point. He shot for 100 (mg/dl) as his normal range. The patient recovered from the low blood sugar and passing out from low blood sugar and the outcome of the other events was unknown. Insulin lispro was continued. The consumer operated the device and training status was unknown. General device duration of use and suspect device duration of use was one and a half years. Return status of the pen was unknown.

Event description:
(B)(4) this spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a (B)(6) male patient of unknown age and origin. Medical history: diabetic and on insulin for 44 years. Concomitant medication: insulin glargine for an unspecified indication. The patient received insulin lispro (humalog) via cartridge per memoir burgundy pen on a sliding scale for the treatment of diabetes beginning on an unspecified date. Reportedly, the patient started dialysis in (B)(6) 2010 as a result of being a diabetic for 44 years and the diabetes damaged his kidneys. For four to five days (beginning (B)(6) 2010), the patient used an expired cartridge and it was half empty. On (B)(6) 2010, the patient did not have the numbers displaying on his memoir pen but he used it anyway (associated (B)(4)/lot number 0709c04). He may have gotten too much insulin because he went into a coma. This was clarified as he passed out from low blood sugar. When he came to, he crawled to his refrigerator and got a drink. Reportedly, his blood sugar was at least below 50 (mg/dl) and the patient knew he could not walk. After he drank two drinks, he was able to pull himself up the stairs where his blood sugar monitor was and he checked his sugar. He was over 100 (mg/dl) by that point. He shot for 100 (mg/dl) as his normal range. The patient recovered from the low blood sugar and passing out from low blood sugar and the outcome of the other events was unknown. Insulin lispro was continued. The consumer operated the device and training status was unknown. General device duration of use and suspect device duration of use was one and a half years. The device was returned on 27-sep-2010. The returned device passed functional testing and met dose accuracy and glide force criteria; no malfunction was identified. Update 07-oct-2010: additional information received on 06-oct-2010 from the global product complaint database added the device specific safety summary; added the return date for the device; updated the malfunction field from unknown to no; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the user reported that he used his memoir device even though no numbers were visible in the display. The device was returned for investigation (lot 0709c04, manufactured september 2007). The device passed functional testing and met dose accuracy and glide force acceptance criteria. No malfunction was identified. There is evidence of improper use or storage that is relevant. The customer used expired insulin. In the patient information provided by lilly for humalog cartridges, patients are clearly instructed not to use humalog after the expiration date printed on the carton and label.